Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported pneumonia, syncope, chest pain, and shortness of breath could not be conclusively determined. Additionally, a specific cause for these events could not be determined through this evaluation. The account reported that the patient was admitted for shortness of breath, chest pain, sepsis, and syncope on (B)(6) 2021. The cause of the sepsis was reported to be pneumonia. The patient was discharged on (B)(6) 2021 with a ventilator, supplemental oxygen, antibiotics, and vasopressors. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. In section 1 ¿introduction,¿ infection and sepsis are listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6 of this IFU contains information on controlling infection in the patient care and management section. This section also states that complaints of dizziness should prompt immediate evaluation of the patient and the system under ¿pump performance monitoring¿. Heartmate ii lvas patient handbook, rev. C, section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported that the cause of the power cable disconnects was confirmed due to poor connection due to cables not being engaged or secured all the way. Unknown if that issue resolved as the patient was here due to inclement weather and advised patient to ensure the cables are engaged and secured all the way when connecting to either the power module or batteries. The cause of the sepsis was reported to be pneumonia however was not deemed device related. Treatment provided to the patient was placed on bilevel positive airway pressure (bipap), given IV antibiotics, vasopressors and supplemental oxygen. Patient was discharged home on (B)(6) 2021 with home health and supplemental oxygen. Patient returned to lvad center in louisiana as he was in houston area to evacuate hurricane. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with complaints of shortness of breath, septic, chest pain and syncope episode. Log file submitted revealed that the patient was sleeping on batteries which is not advised. There was also a series of several power cable disconnects with the power module on (B)(6) 2021. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Additional information requested but not provided.